Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) verified that the patient profile was visible on device. An email was planned to confirm the customer could see patients and orders; with no further issues reported from the customer, the case ticket was closed as resolved. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not crossing over to the station. User unable to see patient profile. He customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.